Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 1,047 mcg/day via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that on (B)(6) 2018 the pump segment of the patient's catheter was revised. The explanted portion of the catheter would be returned to the manufacturer for analysis. The outer layer of the catheter appeared damaged so the hcp elected to replace that segment. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient's status was "alive - no injury". No symptoms were reported and no further complications were expected or anticipated. The patient's medical history included spasticity.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Due to additional information, catheter serial# (B)(4) is no longer considered a complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned, and analysis found catheter/catheter body/damage to transition tube. If information is provided in the future, a supplemental report will be issued.